Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial lead implant procedure, the set screw was unable to be removed from the header for lead reposition after the lead was dislodged. The screw driver was exchanged but the issue persisted so the silicone material over the set screw was removed to loosen the screw. The lead was removed and repositioned and secured back into the header by sealing the screw with surgical glue. The patient was in stable condition.